Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a commanded shock was performed to assess the integrity of the rv lead. The measured shock impedance was within normal limits with a value of 80 ohms. It was also noted that no new episodes of noise have been recorded to the device. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of 140 ohms. Pace and shock impedance measurements were noted to be chronically unstable. Noise on both the rv and competitor right atrial (ra) lead channels was also noted. Device data was sent to boston scientific technical services (ts) for further evaluation who suggested a possible lead fracture. Information was later received indicating provocative maneuvers were performed at follow-up and noise could not be reproduced. All stored episodes of noise occurred on the same day within a short period of time. It was found that the patient had undergone a surgical procedure unrelated to their implanted system at that time and the noise was consistent with electromagnetic interference (emi) due to electrocautery as opposed to lead fracture. The physician plans to continue following this patient remotely and will perform a commanded shock test in the future to assess integrity of the rv lead. No adverse patient effects were reported. This system remains in service.